Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred after loading a cartridge with 350 units. Reportedly, the customer dropped the pump shortly after the cartridge change and that the cartridge was cracked. The customer's blood glucose level was 350 mg/dl. The customer changed the cartridge and resumed insulin delivery.